Event description:
A (B)(6) old male admitted for aortic stenosis underwent a cardiac catheter tavr procedure on (B)(6) 2015. During tavr valve deployment, the valve dislodged into ascending aorta. Despite attempts to retrieve device, md was unable to do so. Patient was then transferred from cath lab to operating room for valve retrieval. No harm to patient.